Event description:
The customer observed falsely elevated alinity I prolactin results for multiple female patients. The following data was provided (customer¿s reference range for alinity: female 108-557 miu/l; customer¿s reference range for advia: 59-619 miu/l): (B)(6) 2022. Patient 1 sid (B)(6) result on alinity = 833.37 miu/l, repeat on advia = 425 miu/l. Patient 2 sid (B)(6) result on alinity = 729.17 miu/l, repeat on advia = 281 miu/l. Patient 3 sid (B)(6) result on alinity = 601.29 miu/l, repeat on advia = 370 miu/l. Patient 5 result on alinity = 736.61 miu/l, repeat on advia = 320 miu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry: patient 1 sid (B)(6), patient 2 sid (B)(6) , patient 3 (B)(6). Section a3- gender complete entry: all patients are female all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending review did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 37187ud00 did not identify any non-conformances or deviations. In-house retained reagent kit of the complaint lot was tested, and all specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the alinity I prolactin assay for lot 37187ud00 was identified.